Manufacturer narrative:
Passive reduced volume observed after warm up, the volume decreasing over time. Failed aak test at .86mm with line separation of 2.89mm. The psu is out of calibration.

Event description:
Site reported that the tria system's camera was out of calibration. This event did not occur during surgery and no pt was present.